Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was used. During deployment of the watchman laa closure device, it was noted thrombus appeared. It was difficult to tell which device the thrombus was attached to. The physician gave more heparin to the patient. The procedure continued and the closure device was successfully implanted. When the delivery system and access system were removed from the patient, the thrombus was on the access system. There was no thrombus on the delivery system. There was no patient harm.